Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad trace. No button error alarms occurred. However, the device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Device had a crack above the corner of the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose if 41 mg/dl. She also reported that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.